Manufacturer narrative:
H6-device analysis revealed no device failure, and no anomaly found with the device. Device was placed on a 108 day cycle test at .3 ml/day rate with acceptable infusion and motor function results. Unable to duplicate initial reported event during device analysis.

Event description:
Reported as "pt not getting any effect from pump. Catheter ok, pump replaced 5/11/97. Pt received relief with new pump."